Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was complaining of pain after the placement of the capsule. They performed an x-ray and the capsule was still on the patient's esophagus. The customer was requesting advice for removal. There was no user harm.